Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with suicidal ideation due to getting into a verbal altercation with their spouse. The patient became upset and threw the lvad bag to dislodge the lvad and cause harm to self. The patient was hospitalized and placed on a 5150-hold due to the event pertaining to the lvad. The patient denies complaints or symptoms. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists psychiatric episode as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists psychological issues as a potential late post implant complication associated with the use of heartmate 3 lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.